Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that there was an error code on the patient programmer (pp). It was reported that the error code was the in the box failure code. It was noted that the patient was describing the ¿in the box¿ symbols when describing the icons. The patient was redirected to their healthcare provider (hcp). No further complications were reported.